Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient noticed that her cgm showed 180 so she took 2 units of insulin via her pump. She expected it to lower to 80s but it went to a "brief sensor issue" message. She started having cold sweat(sweatiness). She wasn't able to do bg fs comparison at home since the bg meter wasn't powering on. She also started experiencing dizziness and felt unwell. She realized that the cgm might have been inaccurate when it showed 180 earlier since she wasn't supposed to feel those symptoms unless she's really low. She ran to the local emergency room (ER). Her cgm started to show readings again but it had seemed to be stuck at 90 mg/dl. The patient was immediately given orange juice first then they tested her fs readings and had a reading of 64 mg/dl (cgm-90). The patient was discharged within the day after she confirmed feeling fine. She got a new bg meter, went home and replaced the sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient was given orange juice, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient noticed that her cgm showed 180 so she took 2 units of insulin. She expected it to lower to egv 80s, but it went to a "brief sensor issue" message. She started having cold sweat (sweatiness). She wasn't able to do bg fs comparison at home since the bg meter wasn't powering on. She also started experiencing dizziness and felt unwell. She realized that the cgm might have been inaccurate when it showed 180 earlier since she wasn't supposed to feel those symptoms unless she's really low. She ran to the local emergency room (ER). Her cgm started to show readings again but it seemed to be stuck at 90 mg/dl. The patient was immediately given orange juice first then they tested her bg fs readings and had a reading of 64 mg/dl (cgm-90 mg/dl). The patient was discharged within the day after she confirmed feeling fine. She got a new bg meter, went home and replaced the sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient was given orange juice, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.